Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 31 mg/dl, resulting in a fall and "skin tear and bruising - tore skin on arm". Low bg cause was not known. Customer consumed carbohydrates to address the issue and was subsequently admitted to the hospital. Customer was treated with intravenous dextrose and was discharged the following day with the issue resolved. Customer reverted to alternate method of insulin therapy.